Event description:
The customer's wife stated that the customer was treated by paramedics due to hypoglycemia. The reported blood glucose reading was 28 mg/dl. At the time of the report, the insulin pump alarmed no delivery. When the infusion set was removed from the customer's body, the cannula was bent. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.